Event description:
During open heart surgery, while filling cell saver bowl with blood, the bowl ruptured. Patient was off of bypass pump at the time. Total blood volume loss, approximately 200cc.surgery proceeded with no harm to patient. Device given to mfg. Representative.